Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed located in the pt room at the account. There was no pt/user injury reported.

Manufacturer narrative:
Hill-rom technical support suggested swapping to a different mattress. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.